Event description:
The customer reported the ventilator failed preoperational testing due to a crossover circuit fault. The ventilator was not in use on a patient therefore there was no patient involvement. As the device was out of warranty, the customer contacted a manufacturers product support engineer (pse) to request information for replacement of the power supply to address the reported problem. Failure of the crossover solenoid may result in a volume loss during use in normal ventilation operation.

Manufacturer narrative:
Out of warranty; no request for manufacturers service. (B)(4).